Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a 35 volt (v) failure occurred. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer initially informed the remote service engineer (rse) that the device had multiple alarms. After further review, it was confirmed the alarms were related to a 35v failure. The customer was unable to troubleshoot the issue. The customer requested to send the unit to bench repair.

Manufacturer narrative:
The bench service engineer replaced the motor controller board to resolve the reported issue. The device passed required performance verification tests by philips standards and was returned to service.

Manufacturer narrative:
At bench repair, the bench service engineer (bse) confirmed the alarms reported and determined that a replacement of the motor controller (mc) printed circuit board assembly (pcba) is required to further test the device.